Manufacturer narrative:
Product complaint (B)(4) investigation summary breakage of a shoulder instrument in theatre details of incident: whilst inserting the ¿proximal reamer guide¿ fully assembled, proximal reamer guide internal rod end / strike plate sheared off and cold welded into the proximal reamer body. The detail was less than 1 minute, whilst I (the rep) acquired a back up set to continue the operation. The device is cold welded together and I have been unable to separate the device. Customer services, the device will come back to you tomorrow in this configuration as we couldn't separate them. These will need to be replaced on the loan kit. The product was returned to j&j medtech orthopaedics for evaluation and photos were provided for review. See attachment (B)(6) - complaint orthokit broken device ref 230774001 lot 5120332. Visual analysis of the returned device and the photo investigation revealed that the holder for reaming guides had a broken handle/shaft. This condition led to the internal rod becoming jammed within prox reaming guide dia 10 mm. The potential cause can be attributed to unintended use error, with the damage likely resulting from overtightening, off-axis assembly or prying motions while device is assembled or during repeated assembly and disassembly attempts. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the holder for reaming guides would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on october 8, there was breakage of a shoulder instrument in theatre. When inserting the ¿proximal reamer guide¿ fully assembled, the proximal reamer guide internal rod end / strike plate sheared off and cold welded into the proximal reamer body. The devices could not be separated. The sales representative acquired a backup set to continue the operation which caused a surgical delay of less than one (1) minute.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, g1: corrected: h6 (health effect - clinical code, health effect - impact code & medical device problem code) h6: updated pe code broken (2+ pieces) intraoperatively to broken (2+ pieces) intraoperatively : fragment removed from wound. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was/were there any adverse consequence/s that affected the patient because of the reported event? No. B. Did the instrument break into two or more pieces? Just into two pieces. C. If depuy synthes instrumentation broke during surgery, were all pieces retrieved from the patient? Yes, all pieces were retrieved. D. Was surgery time extended due to a depuy synthes product? If yes, how long? No, there was no delay or extension to surgery.